Manufacturer narrative:
The investigation for the reported positioning issue has been completed. The impella device has not been returned for evaluation. As the necessary clinical information was not provided and the device was not returned, the root cause of the positioning issue could not be determined. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella cp for mechanical circulatory support. Shortly after insertion, the device displayed an aorta/left ventricle (lv) waveform, which disappeared after approximately one minute. The position also appeared correct on fluoroscopy. The positioning signal alarm was disabled, and the patient remained on impella support with no reported harm.

Manufacturer narrative:
No product was returned for evaluation. The data logs were reviewed, and the logs indicate the snr decreasing and the signal normalizes after p-level reduction from p-9 to p-8. No specific trend to confirm any abnormalities for the initial optical failure based on the log review. The cause of the optical signal issue was not determined since product was not returned and with inconclusive evidence of abnormality from data log review. This report is being filed as part of a retrospective review of historical records.